Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 300 mg/dl. The customer stated the other blood glucose value was 470 mg/dl. Customer experienced symptoms such as headache and abdominal pain. Customer treated with novorapid. Customer had not "using" insulin pump system within 48 hours of reported high blood glucose event. Customer "allege" pump was under delivering. Troubleshooting was performed for high blood glucose. The reservoir will not be returned for analysis.